Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, impacting imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.